Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event information.

Event description:
It was reported that the patient experienced an infection at the ipg site. As such, surgical intervention took place on an unknown date (approximately 50 days from implant) wherein the entire system was explanted to address the issue. The infection was treated with oral and IV medications. Reportedly, the infection has resolved.